Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v013824, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. (B)(4)

Event description:
The health care professional via the manufacturers representative reported high impedances on the lead. The event occurred during normal use. The cause of the issue was unknown, it was identified while programming. It was checked with the clinician programmer. The lead was replaced in surgery. The issue was resolved at the time of report. The patient was indicated for interstim-other and urinary dysfunction/ sacral nerve stim. There was no further information provided. If additional information is received, a follow up report will be sent.